Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back hurts, very tight, can hardly stand up straight"), anger ("became very angry and hostile"), abdominal distension ("stomach is so bloated all the time I look 3-4 months pregnant."), night sweats ("night sweat"), memory impairment ("memory is bad"), confusional state ("many days I feel very confused"), acne ("acne"), adnexa uteri pain ("knife stabbing pain in my ovaries"), fatigue ("feel tired"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), arthritis ("arthritis"), alopecia ("hair loss"), weight fluctuation ("weight gain/loss"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines /headaches") and allergy to metals ("nickel allergy / allergy: nickel - diag. Post-essure, nickel allergy? Yes") and was found to have weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, anger, confusional state, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, weight fluctuation, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals and weight decreased outcome was unknown, the back pain and dysmenorrhoea had resolved, the abdominal distension, dyspareunia, arthritis and alopecia was resolving and the night sweats, memory impairment, acne, adnexa uteri pain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, allergy to metals, alopecia, anger, arthritis, back pain, confusional state, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, allergy: nickel, gi conditions . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2016: left fimbriated fallopian tube is 9 cm in length by 0.6 cm in diameter. Serosal surface is pinkgray and dusky. Attached at the fimbriated end is a single, clear fluid filled intact cyst, 2.5 cm in greatest dimension. The cyst has a smooth lining. A coiled metal wire consistent with an essure device is present at the proximal end. The right fimbriated fallopian tube is 6.5 cm in length by 0.8 cm in a diameter. Near the fimbriated end is a paratubal cyst, 1.3 cm in greatest dimension. The cyst is intact, contains thin, clear fluid, cyst wall is smooth. The fallopian tube has a patent lumen. A metal wire is not identified within this loose fallopian tube, however, a coiled metal wire protrudes from the right cornu. The most proximal end of the right fallopian tube is still attached to the uterus and is 2.5 cm in length x 0.5 cm in diameter and contains a coiled metal wire.. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event weight loose added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1809) on 19-oct-2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back hurts, very tight, can hardly stand up straight"), anger ("became very angry and hostile"), abdominal distension ("stomach is so bloated all the time I look 3-4 months pregnant."), night sweats ("night sweat"), memory impairment ("memory is bad"), confusional state ("many days I feel very confused"), acne ("acne"), adnexa uteri pain ("knife stabbing pain in my ovaries"), fatigue ("feel tired"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), arthritis ("arthritis"), alopecia ("hair loss"), weight fluctuation ("weight gain/loss"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines /headaches") and allergy to metals ("nickel allergy / allergy: nickel - diag. Post-essure, nickel allergy? Yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, anger, confusional state, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, weight fluctuation, cystitis, urinary tract infection, vaginal infection, migraine and allergy to metals outcome was unknown, the back pain and dysmenorrhoea had resolved, the abdominal distension, dyspareunia, arthritis and alopecia was resolving and the night sweats, memory impairment, acne, adnexa uteri pain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, allergy to metals, alopecia, anger, arthritis, back pain, confusional state, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, allergy: nickel, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2016: left fimbriated fallopian tube is 9 cm in length by 0.6 cm in diameter. Serosal surface is pinkgray and dusky. Attached at the fimbriated end is a single, clear fluid filled intact cyst, 2.5 cm in greatest dimension. The cyst has a smooth lining. A coiled metal wire consistent with an essure device is present at the proximal end. The right fimbriated fallopian tube is 6.5 cm in length by 0.8 cm in a diameter. Near the fimbriated end is a paratubal cyst, 1.3 cm in greatest dimension. The cyst is intact, contains thin, clear fluid, cyst wall is smooth. The fallopian tube has a patent lumen. A metal wire is not identified within this loose fallopian tube, however, a coiled metal wire protrudes from the right cornu. The most proximal end of the right fallopian tube is still attached to the uterus and is 2.5 cm in length x 0.5 cm in diameter and contains a coiled metal wire. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1809) on 19-oct-2015. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901342, 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back hurts, very tight, can hardly stand up straight"), anger ("became very angry and hostile"), abdominal distension ("stomach is so bloated all the time I look 3-4 months pregnant."), night sweats ("night sweat"), memory impairment ("memory is bad"), confusional state ("many days I feel very confused"), acne ("acne"), adnexa uteri pain ("knife stabbing pain in my ovaries"), fatigue ("feel tired"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), arthritis ("arthritis"), alopecia ("hair loss"), weight fluctuation ("weight gain/loss"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines /headaches") and allergy to metals ("nickel allergy / allergy: nickel - diag. Post-essure, nickel allergy? Yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, anger, confusional state, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, weight fluctuation, cystitis, urinary tract infection, vaginal infection, migraine and allergy to metals outcome was unknown, the back pain and dysmenorrhoea had resolved, the abdominal distension, dyspareunia, arthritis and alopecia was resolving and the night sweats, memory impairment, acne, adnexa uteri pain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, allergy to metals, alopecia, anger, arthritis, back pain, confusional state, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, allergy: nickel, gi conditions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2016: left fimbriated fallopian tube is 9 cm in length by 0.6 cm in diameter. Serosal surface is pinkgray and dusky. Attached at the fimbriated end is a single, clear fluid filled intact cyst, 2.5 cm in greatest dimension. The cyst has a smooth lining. A coiled metal wire consistent with an essure device is present at the proximal end. The right fimbriated fallopian tube is 6.5 cm in length by 0.8 cm in a diameter. Near the fimbriated end is a paratubal cyst, 1.3 cm in greatest dimension. The cyst is intact, contains thin, clear fluid, cyst wall is smooth. The fallopian tube has a patent lumen. A metal wire is not identified within this loose fallopian tube, however, a coiled metal wire protrudes from the right cornu. The most proximal end of the right fallopian tube is still attached to the uterus and is 2.5 cm in length x 0.5 cm in diameter and contains a coiled metal wire.. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (vaginal),arthritis,, fatigue,stomach bloating, hair loss,, infection bladder/urinary tract /vaginal, migraines /headaches, nickel allergy, weight gain/loss were added.event outcome were updated .lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach is so bloated all the time I look 3-4 months pregnant."), fatigue ("feel tired"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), alopecia ("hair loss"), migraine ("migraines /headaches") and allergy to metals ("nickel allergy / allergy: nickel - diag. Post-essure, nickel allergy? Yes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back hurts, very tight, can hardly stand up straight"), anger ("became very angry and hostile"), night sweats ("night sweat"), memory impairment ("memory is bad"), confusional state ("many days I feel very confused"), acne ("acne"), adnexa uteri pain ("knife stabbing pain in my ovaries/severe cramp in ovaries"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), arthritis ("arthritis"), weight fluctuation ("weight gain/loss"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, anger, confusional state, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, weight fluctuation, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight decreased and weight increased outcome was unknown, the back pain and dysmenorrhoea had resolved, the abdominal distension, dyspareunia, arthritis and alopecia was resolving and the night sweats, memory impairment, acne, adnexa uteri pain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, allergy to metals, alopecia, anger, arthritis, back pain, confusional state, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, allergy: nickel, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2016: left fimbriated fallopian tube is 9 cm in length by 0.6 cm in diameter. Serosal surface is pinkgray and dusky. Attached at the fimbriated end is a single, clear fluid filled intact cyst, 2.5 cm in greatest dimension. The cyst has a smooth lining. A coiled metal wire consistent with an essure device is present at the proximal end. The right fimbriated fallopian tube is 6.5 cm in length by 0.8 cm in a diameter. Near the fimbriated end is a paratubal cyst, 1.3 cm in greatest dimension. The cyst is intact, contains thin, clear fluid, cyst wall is smooth. The fallopian tube has a patent lumen. A metal wire is not identified within this loose fallopian tube, however, a coiled metal wire protrudes from the right cornu. The most proximal end of the right fallopian tube is still attached to the uterus and is 2.5 cm in length x 0.5 cm in diameter and contains a coiled metal wire. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received : events added-weight gain. Events onset date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1809) on 19-oct-2015. The most recent information was received on 03-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back hurts, very tight, can hardly stand up straight"), anger ("became very angry and hostile"), abdominal distension ("stomach is so bloated all the time I look 3-4 months pregnant."), night sweats ("night sweat"), memory impairment ("memory is bad"), confusional state ("many days I feel very confused"), acne ("acne"), adnexa uteri pain ("knife stabbing pain in my ovaries"), fatigue ("feel tired"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions") and allergy to metals ("allergy: nickel - diag. Post-essure, nickel allergy? Yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, anger, confusional state, dysmenorrhoea, dyspareunia, menorrhagia, gastrointestinal disorder and allergy to metals outcome was unknown and the back pain, abdominal distension, night sweats, memory impairment, acne, adnexa uteri pain and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexa uteri pain, allergy to metals, anger, back pain, confusional state, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, night sweats and pelvic pain to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, allergy: nickel, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: nickel, other injuries/symptoms: gi conditions were added. Reporter information, patient demographics and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.